Manufacturer narrative:
An eval was performed by the user facility contracted maintenance company. The codes provided in this report were provided to the MFR by the maintenance company. Neither the device or any components were returned to the MFR for further analysis.

Event description:
It was reported that the surgistool could not be pumped up and it was leaking hydraulic fluid. There was no pt involvement or adverse consequence reported.